Event description:
The customer contacted physio-control to report that their device did not shock when they attempted to deliver a shock. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section b3 of the initial medwatch report indicates: event date ¿ (B)(6) 2019. Section b3 of the initial medwatch report should indicate: event date ¿ (B)(6) 2019. Additional information: the customer contacted physio-control and confirmed that the event did involve a patient and occurred on (B)(6) 2019 and not (B)(6) 2019. The customer also provided the patient information and informed physio- control that the patient involved in the reported event is deceased; however, the device use did not contribute to the patient's outcome. Fields a1, a2, a3, a4, b3, b7, and h6 have been updated with this additional information.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not shock when they attempted to deliver a shock. There was no report of patient use associated with the reported event.